Event description:
It was reported that the device was intermittently sensing p waves. The device did mode switch earlier that day. Reprogramming was tried, but the device would only sense far-field r waves and not the surface p waves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.